Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy replacement procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the gastrostomy tube was pulled out by hand and the internal bolster detached inside the patient. Per physician's assessment, the detached bolster will pass naturally. The physician doesn't have plan to perform additional procedure to remove the detached bolster. The procedure was completed with a new securi-t percutaneous replacement gastrostomy. There were no patient complications reported as a result of this event. The patient's condition was reported to be "no problem."